Manufacturer narrative:
Concomitant products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that it was not possible to adjust the stimulation. The informational por message had been seen about 2 weeks ago after recharging. Two weeks later it was stated that the patient received assistance from his doctor or manufacturer representative and his concerns were resolved. A possible appointment during the week of (B)(6) 2013 (call in) was mentioned.